Event description:
Philips received a complaint on the v60 ventilator indicating that there was a patient disconnect alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm was reported. The customer informed the remote service engineer (rse) that the issue was occurring "when connected." The customer requested that onsite service of the device be completed by a field service engineer (fse). The customer was provided with a quote which they accepted. This investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and evaluated the device. The fse completed a performance verification test (pvt), and the device failed the flow sensor verification potion of the pvt. The fse determined that the gas delivery system (gds) needed to be replaced. The fse provided a copy of the diagnostic report (drpt) from the device. Reviewing the drpt, an occurrence of the proximal pressure sensor autozero failed alarm had occurred. The alarm aligns with the pvt finding of the flow sensor verification failing, which can lead to a patient disconnect error as the device reads the incorrect pressures. Additional onsite service is pending.

Manufacturer narrative:
The field service engineer (fse) returned to the customer site and replaced the gas deliver system to resolve the reported device issue. The fse then completed a performance verification test and a full preventative maintenance to confirm that the device had been returned to full functionality. The device was provided back to the customer ready for use.